Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, patient experienced low pump flow. The team watched the flows drop from 3.5 to 2.8 which prompted pump replacement.

Manufacturer narrative:
The investigation into the restricted flow rate has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the reported issue could not be determined. The cause of the restricted flow rate was not determined since neither the product nor the data logs were returned. This report is being filed as part of a retrospective review of historical records.